Event description:
A customer contacted beckman coulter inc. (Bci) regarding reactive cmv igm results generated by the unicel dxi 600 access immunoassay system that were discordant to an alternate method. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are not available for further testing to determine which methodology is correct, therefore, a root cause for this event was not determined.